Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago.

Event description:
It was reported that the patient had difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.